Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the proximal segment of the lead was received where it was discovered that the distal conductor was fractured and stretched.

Event description:
It was reported that the patient had a fractured lead and experienced syncopal episodes especially when reclining. The epicardial lead system was replaced with a transveneous system. The device was replaced due to medical judgement and there were no issues with the device. No patient complications have been reported as a result of this event.